Manufacturer narrative:
The system was examined and the reported event was replicated, but only as a result of the slit lamp and not the system. The system was tested and found to meet product specifications. The system was manufactured on march 30, 2011. Based on qa assessment, the product met specifications at the time of release. No problem was found with the system. Slit lamp the slit lamp was examined and the reported event was replicated. The slit lamp fiber optical cable was replaced. The lamp was tested and found to meet product specifications. The root cause of the reported event can be attributed to the nonconforming slit lamp fiber optical cable. However, how or when the fiber became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that there was no laser burn of the retina when the laser is fired. There was no harm to the patient.